Event description:
The ge oec 9800 fluoroscopy system had a "pre-charge failure error" message displayed and the system was then inoperable.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a connector inside the remote user interface that needed to be repaired. The service representative repaired the connection, tested the rui and found it to be working as intended. There was no reported patient involvement due to this system malfunction. The system was released to the customer for use.